Event description:
It was reported that the insulin pump alarmed button error and could not be cleared. The customer's blood glucose was 176 mg/dl. The customer stated that the insulin pump fell into the toilet. The discontinuation of the insulin pump was advised. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.